Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v863575, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Analysis of the lead (l/n v863575) found the lead body¿s conductor number two was broken 4.6 centimeters from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the patient was found deceased in their car with an empty bottle of over-the-counter sleep medications. It was noted the patient had a past history of two prior suicide attempts with pills along with suspected prescription abuse. The manner and cause of death were pending further studies. Relevant medical history includes gastrointestinal/pelvic floor.